Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was not reported. Beginning on the day of onset, the patient was treated with amikacin injection once a day (route, dosage, and duration not reported) and vancomycin injection once in three days (route, dosage, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. The patient outcome is unknown. No additional information is available.